Event description:
It was reported that device contamination occurred. A 2.0mm x 100mm x 150cm coyote balloon catheter was opened during the case. However, after opening the outer box, it was noted that the inner clear package was not sealed. The procedure was completed with a different device, and no patient complications were reported.